Event description:
Discordant low troponin results were obtained on one (1) patient sample. The discordant results were reported to the physician. The physician questioned the results due to the patient's history, and the sample was repeated. Patient treatment was not altered or prescribed. There was not report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2010-00015 on (B)(4) 2010. Updated (B)(4) 2012: siemens received additional information from the customer specifying that the troponin patient result reported to the physician was 21.8 ng/ml. The sample result was obtained on (B)(4) 2010 at 15.25.00 h.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for discordant troponin results cannot be determined. The instrument is performing within specifications. No further evaluation of the device is required.